Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 12/4/2017. Device returned to manufacturer? Yes. Device evaluation: the pcb00v preloaded insertion system was received in a plastic bag. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00v device. Visual inspection using microscope magnification was performed. No lens was observed inside the pcb00v device. Per the initial report, the iol was implanted. The video provided by the customer was evaluated. It was observed that the iol was delivered from the preloaded system. Then iol was implanted and unfolded in a consistent manner, making it visually impossible to observe scratches (if any) on the peripheral part of the lens. No scratch defects were detected during iol implantation and iol was not returned. Therefore, the reported issue of lens scratched could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that two scratches were found in the peripheral part of the intraocular lens (iol) during implantation. This iol was implanted. There was no patient injury. No additional information was provided to abbott medical optics.